Event description:
Patient experienced inflammation post-repair of the tibialis posterior tendon with orthadapt augmentation (date of symptom onset not reported). The bioimplant was explanted approximately two months post-repair.

Manufacturer narrative:
This case involved a repair of the posterior tibialis tendon with 4x5 cm orthadapt augmentation. The graft, as reported by the physician, was wrapped around the tendon and sutured longitudinally with 3-0 ethibond suture without fixation to the tendon tissue. This fixating method allowed the bioimplant to move independently of the tendon. An assessment based on the case information provided by the physician indicates the likely cause of the event is due to fixation method which allowed the bioimplant to move independently of the tendon causing mechanical irritation. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.